Event description:
It was reported that the rigid endoscope sheath's ceramic tip was damaged. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d4 lot number is unknown. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: mechanically induced damage to the insulation insert, most likely attributable to excessive force, specifically, by subjecting the device to mechanical overload, shock, accidental dropping, etc. It cannot be determined whether there was any pre-existing damage to the insulation insert or if it was already worn. It is also not possible to determine whether the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.